Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to sui. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2008. Mesh was explanted with no specified date due to sui, frequent bladder infections, constipation, dyspareunia, mechanical complication with device, pelvic pain and symptomatic rectocele.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, and advantage was implanted; and on (B)(6) 2008, another mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.